Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 30-33mmol/l associated with inaccurate insulin delivery. No additional information was provided related to the allegation. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.